Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an alert for abnormal defibrillation impedance was delivered despite the measurement to be normal and within range. No intervention was performed as the patient was asymptomatic and the patient will continue to be monitored.